Event description:
It was reported that the triple lumen catheter remained indwelling for four days. On the fourth day, leakage was identified in one of the extension lines. The affected lumen was not in continuous use and the issue was first observed during routine maintenance flushing on the day of device removal. The leakage prompted removal of the catheter. It was noted that the catheter had reportedly functioned as intended prior to the observed event, with no known issues during flushing before this occurrence. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected device.

Manufacturer narrative:
(B)(4).